Manufacturer narrative:
Device remains implanted.

Event description:
An afx2 bifurcated stent graft was implanted with a vela suprarenal cuff to treat an abdominal aortic aneurysm. During medical record review, clinical noted bilateral claudication and the presence of bilateral partial occlusion. A re-intervention was performed at approximately 2 months post-op to implant non-endologix bilateral stents within the iliac limbs. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned, no evaluation completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events; claudication, occlusion (bilateral iliac limbs), unknown endoleak and secondary endovascular procedure (non-endologix stents). The most likely cause / contributing factor to the reported claudication was the occlusion of the bilateral iliac arteries. No user related, off label or cautionary product use conditions were determined. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).